Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that the procedure was to treat disease in the right coronary artery. The patient had a stent that had been implanted in a previous procedure. When the fielder xt guide wire advanced across the previously implanted stent, it hung up and part of the coating of the distal end of the guide wire came off in the patient anatomy. The coating was completely recovered using a snare device. There was no clinically significant delay. The procedure was successfully completed using another device and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of returned fielder xt guidewire revealed that the core wire was pulled apart at approximately 30mm from tip end, coil wire was stretched over the core wire, thence elongated and pulled apart at approximately 20mm from product tip end. Polymer jacket was broken off at approx. 23mm from tip end and the remaining portion was separated into two on the coil/core wire. Separated and retrieved portion was not returned for our investigation. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. Based on the outcomes of the investigation, it is inferred that the tip of the guidewire was trapped by the pre-implanted stent, and this was noticed as hung up by stent. Guidewire was pulled back with force under such trapped condition, so that the guidewire distal end with polymer jacket was broken and separated due to excessive pulling force. Then the event was reported as the came off of part of coating and removal of foreign body. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Warning section of IFU describes: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may result in fragments being left inside the vessel. And, separation or breakage of guidewire as one of possible complications and adverse events. Asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. (B)(4).

Manufacturer narrative:
(B)(4).